Event description:
It was reported that a faradrive steerable sheath before ablation presented the dilator with some extra pieces of white plastic on the top. Moreover, the sheath had some issue during aspiration: once removed the dilator, the physician had a lot of resistance while aspirating with the syringe. Changed also the sheath and the procedure was completed. No patient complications occurred. The device has been returned.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual and microscopic inspection confirmed that the dilator tip was damaged. The sheath did not pass leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found tears in the external and internal valves, compromising the valves ability to seal pressure and fluid within the sheath.

Event description:
It was reported that a faradrive steerable sheath before ablation presented the dilator with some extra pieces of white plastic on the top. Moreover, the sheath had some issue during aspiration: once removed the dilator, the physician had a lot of resistance while aspirating with the syringe. Changed also the sheath and the procedure was completed. No patient complications occurred. The device has been returned.

Manufacturer narrative:
Supplemental report to update device evaluation and codes. The referenced faradrive steerable sheath was returned for analysis. Visual and microscopic inspection confirmed that the dilator tip was damaged. The sheath did not pass leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found tears in the external and internal valves, compromising the valves ability to seal pressure and fluid within the sheath. Additional investigation identified excess adhesive on the inner rim of the shaft, inside the valve hub. This defect would have previously obstructed the access site and was likely the cause of the dilator tip damage, confirmed in the initial device analysis.

Event description:
It was reported that a faradrive steerable sheath before ablation presented the dilator with some extra pieces of white plastic on the top. Moreover, the sheath had some issue during aspiration: once removed the dilator, the physician had a lot of resistance while aspirating with the syringe. Changed also the sheath and the procedure was completed. No patient complications occurred. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.